Manufacturer narrative:
This supplemental report is submitted to provide the results of the investigation. Updates to sections h3 and h6. The explanted lal was returned to rxsight. A visual inspection was performed and no anomalies were noted.

Event description:
A site reported to rxsight that a patient with a history of prior intraocular lens (iol) exchange (multifocal iol to lal) had their lal (sn (B)(6), +18.5 d) explanted from the left eye on (B)(6) 2025 due to unhappiness with final visual outcome.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).